Event description:
The femoral tulip was inserted using the regular method. The delivery system was placed through the sheath and once the location was satisfactory, the sheath was pulled back. The physician then attempted to pull the filter back into the sheath and when he could not do so, he repositioned and released the tulip. The struts were off the primary legs of the filter and could be seen to the right and above the filter body on the post cavagram. The filter was left in the patient.

Manufacturer narrative:
No product was returned for evaluation. The instructions for use states as a pre-caution: "do not withdraw the filter back into the sheath once the metal mount point is past the radiopaque marker on the introducer sheath; doing so will most likely damage the filter." It is feasible that based on the information provided and our pre-caution that the incident was the result of use error rather than the product.